Event description:
The manufacturers sales representative reported the ventilator went vent inop and alarmed due to a data acquisition pcba adc reference failure. The unit was not in use on a patient therefore there was no patient involvement or harm. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The manufacturers field service engineer was able to duplicate the reported problem. During evaluation, the service engineer reported movement of the data acquisition pcb to motor controller pcb cable resulted in the reported event. The service engineer replaced the cable to address the reported problem. Performance verification testing was completed and passed.